Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump's (iabp) batteries died. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. The fse performed battery test. Battery test failed after 33 min. As per service manual replaced batteries (d146-00-0039). Device passed all functional and safety tests per manufacture specifications.